Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing high impedance readings and a loss of therapeutic effect. It was initially reported the pt lost therapy on (B)(6) 2011, and experienced a loss of bladder control. A manufacturer representative met with the pt and found impedances >4,000 on most of the electrode pairs. The rep was able to program around the high impedances, and at the end of the meeting the pt was receiving adequate stimulation. It was stated a lead revision may be necessary. Additional info has been requested, a follow-up report will be sent if additional info becomes available.